Event description:
It was reported that the ilet device¿s touchscreen was cracked, rendering the device inoperable after an apparent drop while the patient, who uses a wheelchair, was handling the device. Symptoms included no injury. Outcomes included device replacement logistics and instructions provided to the patient to shut down the device, return the unit, and continue cgm monitoring with the dexcom app or receiver. Investigation included a review for physical damage to the touchscreen and device usability. Investigation of this case revealed screen damage consistent with impact resulting in loss of touchscreen function. It was concluded that the device experienced a hardware failure due to physical damage, and a replacement device was arranged.